Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was completed at the time of the complaint submission. Migration, implanting the device in an off-label location, patient contraindicating conditions, multiple tunneling attempts, not prepping the skin with antiseptic solution, and infection were ruled out as potential causes. The cause of the reported issue is unknown. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain.  The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, CAPA is not required. Other adverse events issue rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.

Event description:
The patient reported the pocket site never closed. An explant procedure was performed on (B)(6) 2023. One lead was explanted. However, it is unknown which lead was explanted. Therefore, both leads were reported. The patient is doing well.

Event description:
The patient reported the pocket site never closed. An explant procedure was performed on (B)(6) 2023. One lead was explanted. However, it is unknown which lead was explanted. Therefore, both leads were reported. The patient is doing well.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was completed at the time of the complaint submission. Migration, implanting the device in an off-label location, patient contraindicating conditions, multiple tunneling attempts, not prepping the skin with antiseptic solution, and infection were ruled out as potential causes. The cause of the reported issue is unknown. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain.  The cause of the reported issue is unknown.  Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.